Manufacturer narrative:
Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur?: during use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used?: no. It is stored at the patients' house and will be returned later. If they were used, was something attached to them? : no. Returned quantity: unknown. Details of the event (timeline, history, etc.): a patient using tresiba reported that liquid did not come out of one needle. Today, a prescription for only an injection was added, during which the medical institution (xxxxxxxx hospital) indicated that "the problem could be the needle." And asked for an inquiry as to whether the problem was with the needle. Lot number and quantity are not known. The corresponding product is being held by the patient, and was not brought to the pharmacy. The next examination is next month (november 11). The microfine (product) will be brought on the next hospital visit and passed on to the pharmacy. Lot number: unknown product: microfine plus32g4mm 320136 batch # unknown.